Event description:
Implant ruptured and required emergency surgical removal. Shortly after this incident, I went on to develop rheumatoid arthritis at a young age with no family history of autoimmune issues. FDA safety report ID #: (B)(4).